Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had been alarming no delivery for the past 3 to 4 hours. Customer would disconnect at the quick release and insulin drops would come out but after 10 or 15 minutes of reconnecting, the alarm recurred. The customer was advised to disconnect at the quick release, remove the reservoir from the insulin pump and manually prime; insulin did not exit after pushing the plunger. Customer was advised to change the complete infusion set and reservoir. Blood glucose value was 9 mmol/l. The reservoir would be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.